Event description:
During a slap repair two anchors broke at the eyelet. The surgeon prepared the site prior to inserting the anchors. The anchor was inserted and while the surgeon was tugging on the suture, the eyelet and suture pulled free. Sales rep stated that the surgeon left the threaded portion of the anchors embedded in the pt's bone. Two additional twinfix anchors were used to complete the slap repair. A delay of twenty to twenty-five minutes resulted. No pt injury or complications resulted.